Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The visual inspection confirmed the screen and one ball wire were missing. The detachment of the screen and ball wire was due to excessive electrode wear. The instructions for use for this device contains the following warning "excessive wear of electrodes may result from vigorous use against bony surfaces."

Event description:
A clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the shoulder, the tip of the device was reported to have detached and additional incisions were required to removed the detached tip. The patient is reported to be doing well. No injury was reported.